Manufacturer narrative:
In (B)(6) 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
In april 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
It was reported that the patient implanted with this dual chamber implantable cardioverter defibrillator (ICD) presented to their following clinic. It was found the non-boston scientific right ventricular (rv) lead had a single high out of range pace impedance measurement, measuring greater than 2000 ohms. Upon further troubleshooting, isometrics were performed and unable to recreate the out of range impedance measurement or noise. Technical services was consulted and recommended the patient continued to be monitored at this time. Additional information received indicates that the patient with this ICD received an inappropriate electric shock due to noise oversensing and undersensing. Low amplitude was also noted. Which was suspected to be caused by a non-bsc right ventricular (rv) lead fracture. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this dual chamber implantable cardioverter defibrillator (ICD) presented to their following clinic. It was found the non-boston scientific right ventricular (rv) lead had a single high out of range pace impedance measurement, measuring greater than 2000 ohms. Upon further troubleshooting, isometrics were performed and unable to recreate the out of range impedance measurement or noise. Technical services was consulted and recommended the patient continued to be monitored at this time. The device remains in service at this time. No adverse patient effects were reported.